Event description:
It was reported that the tip of the unit fell off into the patient and was retrieved successfully.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The tip breaking (ceramic plus electrode) condition was confirmed. According to the serfas energy probe family risk management plan, probable root causes for the reported condition can be associated, but are not limited to: non-conforming component. Poor assembly process. The following controls are in place to detect any assembly process related issue: current in process controls for this condition at the manufacturing line include but are not limited to 200% inspection during assembly process. A continuity test (resistance measurement) is performed after the unit is assembled which will also indicate if there is non-continuity (electrode breaking) inside the unit. In addition, a 30x inspection of the probe's tip assembly is performed on all the probes during manufacturing. Misuse: the following caution notes are included in the user instructions of each unit to prevent the reported condition, as follows: examine the probe for damage prior to use and discard if damage is found. The following caution notes are included in the user instructions of each unit to prevent the reported condition, as follows: do not use the probe as a tool for the mechanical displacement of tissue or bone, or use the probe as a prying or scrubbing tool, as this may result in damage to the tip of the probe. Do not use excessive force when inserting or removing the probe. Do not insert probe into an obstructed passageway. Patient injury and or product damage may result. Do not forcefully impact the tip of the probe with rigid objects inside the joint as this can cause damage to the tip of the probe. Do not bend probes that are not bendable. Examine the probe for damage prior to use and discard if damage is found. Do not allow the patient to come in contact with grounded metal objects. When serfas energy probe and physiological monitoring equipment are used simultaneously on the same patient, any monitoring electrodes should be placed as far as possible away from the surgical electrodes. Position serfas energy cables to avoid contact with the patient, electrodes, cables, and any other electrical leads which provide paths for high frequency current. In addition, the crossfire console user guide states: do not touch the attachment to metal objects, such as an endoscope or metal cannula, while activating the handpiece. Damage to the attachments or other devices may result. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the tip of the unit fell off into the patient and was retrieved successfully.